Event description:
It was reported that the surgeon was screwing in the dome hole plug of a trident shell. He cross threaded the cup and plug threads. He attempted to continued to seat the plug and stripped the end of the screwdriver due to much force. The cup and was removed and a new one implanted due to the dome hole plug not being seated all the way. The surgery continued without incidence.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding a fractured hexalobular screwdriver tip from a trident driver was reported. The event was confirmed. Method & results: device evaluation and results: the device was returned in used condition. The tip of the hexalobular feature is fractured; deformation to the remaining portion indicates the fracture occurred while tightening a screw. Medical records received and evaluation: a review of medical records was not performed as none were provided. No further information was requested as there is no indication the failure was related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found there have been no other events for the manufacturing lot. Conclusions: the root cause was determined to be application of excessive force by the user. The event description noted the screw was fully seated at the time of the event; it is likely that further torque applied to the seated screw caused the driver to fracture. No material or manufacturing defects were noted during the investigation.

Event description:
It was reported that the surgeon was screwing in the dome hole plug of a trident shell. He cross threaded the cup and plug threads. He attempted to continued to seat the plug and stripped the end of the screwdriver due to much force. The cup and was removed and a new one implanted due to the dome hole plug not being seated all the way. The surgery continued without incidence.